Event description:
It was reported that the implant broke on insertion. The intra-articular part of the bio-interference screw was removed by the surgeon. The rest remains in the femoral drill hole. Procedure was finished successfully. It was an acl btb, the screw was fixed in the femoral bone block so surgeon did not want to remove it.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The lot number was not provided so the device history record review cannot be performed. The image provided shows that the proximal head of the screw has split longitudinally. At the current time, the cause of the event cannot be determined. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.